Event description:
Gamma nail 1.5 broke at proximal end of nail.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report. Device will not be returned.